Manufacturer narrative:
(B)(4). Above rated burst pressure. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi sion blue guide wire and xience alpine referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek rx instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). It is unknown if these IFU deviations contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. Thrombus aspiration was performed. The sion blue guide wire was advanced to the lesion without issue. The 4.0 x 18 mm xience alpine stent delivery system (sds) was advanced over the guide wire for direct-stenting. The stent was deployed successfully at 20 atmospheres (atm); however, during removal of the sds, resistance was noted with the guide wire. The sds was removed. The 4.5 x 12 mm nc trek balloon catheter was advanced over the same guide wire without issue and inflated to 20-22 atm for post-dilatation. During removal of the nc trek, resistance was noted with the guide wire. The nc trek was removed. The guide wire was then removed and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.